Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with reset instructions for the pump, resolving the problem as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.